Event description:
Aspergillus infection of rv pulmonary artery conduit and clot; discovered when conduit was replaced. Graft was originally implanted 8 months ago at a different facility. The infection was discovered at the time of replacement of conduit. Significant amount of clot vegetation was found in the main pulmonary artery and right pulmonary artery. All the clots were removed and sent to pathology for evaluation as well as for gram stain, culture, and sensitivity.